Event description:
Repair request initiated for device with report of attachment foot cut by tool. No patient impact reported. Repair request escalated to complaint based on reason for return. On follow-up, it was noted that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the color band was faded and the etching was illegible. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed based on reported condition. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed an did not reflect any conditions related to the reported malfunction. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning ''the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 37 months without any record of factory service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.